Manufacturer narrative:
Add'l information, has been requested and if received, will be submitted on a supplemental report.

Event description:
It was reported that, "pt. Fell at home dislocated biopolar component. While trying to reduce in ER bipolar disassociated from 26mm neck. Pt was revised.